Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate and a malfunction alarm occurred. The customer declined a follow up to determine which alternate method of insulin therapy the customer would use. Customer¿s blood glucose level was between 95-170 mg/dl.